Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Device circuit errors occurred on (B)(6)2017 and (B)(6)2017. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. Atrial and ventricular rate histograms show "no data available." If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device there was power on reset (por) on the device. It was noted the auto capture management results was not displaying on the quicklook screen. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.